Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that the white part of the ar-9821 apollo wand was melting. It started off small and got larger. It ended up like a small circle in the middle of the device. The doctor noticed it and thought maybe he had bumped it on the lens of the camera. A few minutes later it continued to get worse and we swapped out the wand for a new one. Ablation on the device hadn¿t been used for more than five minutes on a setting of nine and one. Additional information 02/08/2022: on (B)(6) 2022 it was reported by a sales representative via email that the white part of the ar-9821 apollo wand was melting. It started off small and got larger. It ended up like a small circle in the middle of the device. The doctor noticed it and thought maybe he had bumped it on the lens of the camera. A few minutes later it continued to get worse and we swapped out the wand for a new one. Ablation on the device hadn¿t been used for more than five minutes on a setting of nine and one. This was discovered during use in a shoulder procedure on (B)(6) 2022.